Event description:
The surgeon inserted a plate collamer lens model cc4204bf and the lens tore during insertion. The lens was inserted and removed without patient injury. Another lens was used to complete the surgery. The reporter stated user error contributed to the event.